Event description:
A falsely elevated troponin I result of 10.44 ng/ml was obtained on a pt sample. The result was reported to the physician. A sequential sample was tested and a result of 0.02 ng/ml was obtained. The original sample was retested and a result of 0.09 ng/ml was obtained. The pt underwent cardiac catheterization. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was multiple instrument issued due to overdue maintenance by the customer.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was multiple instrument issue due to lack of maintenance by the customer. A siemens healthcare diagnostics inc field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.